Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles and gaps in the tubing. The user's blood glucose (bg) level was 383 mg/dl. The user addressed bg level with a bolus. Reportedly, the contact was able to prime the air bubbles/gaps and resumed insulin delivery.